Event description:
Customer reported once strip comes out, device reading appears within 10 seconds without blood on the strip. Customer was unable to duplicate. No treatment was received. A request was made for return product and replacement product was sent.